Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted in 2011. The patient reported their implant was replaced because they had fallen on ice in the winter and broke the stem in their hip. It was noted the implant was replaced. No further complications were reported or anticipated. [Omitted information from (B)(4)-1st ins replaced].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted in 2011. The patient reported their implant was replaced because they had fallen on ice in the winter and broke the stem in their hip. It was noted the implant was replaced. No further complications were reported or anticipated. (Omitted information from (B)(4) 1st ins replaced) (B)(6) 2018 vm, vm1 (con): no new information.